Event description:
The pt experienced intermittent shocking/jolting sensation and pain at the device site. The neurostimulator and lead were explanted and replaced with a new device system (implant site moved to abdomen). Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.